Event description:
On 3/6/97, the facility nurse contacted the MFR's (MFR) clinical specialist and provided her with the following info concerning this event: earlier in the week of 8/16/96, the oncologist noted erythema at the device site. The pt returned to the oncologist on 8/16/96, for a follow-up visit at which time the oncologist noted that the site now had a golden crust at the incision site with a papillary rash tracking the tunnel in the upper right chest to the supra clavicular area. This was considered an extravasation vs. Infection and post op antibiotic treatment was initiated. The pt was admitted to the hosp on 8/21/96, for chemotherapy treatment. Upon admittance the device was assessed to have an active infection and as a result, was explanted and replaced with a new device in the left subclavian. The device was discarded upon explant. No culture reports were available. No further details were provided.